Manufacturer narrative:
One cadd legacy 1 pump was received in good physical condition. The event history log was reviewed and the reported issue was not found. Three separate accuracy tests were performed and the pump was also visually inspected. The reported "failed accuracy" issue could not be confirmed. Delivery accuracy testing found the pump's average delivery error to be within the published specification of +/-6%. There was no fault found with the returned pump.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump failed accuracy by -7.8%. There was no reported adverse event.